Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. The keypad connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test and self test. Pump received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a keypad anomaly. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.